Event description:
A customer reported that the vitrectomy probe was not cutting during the procedure. The vitrectomy probe aspiration was working fine. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is expected, but has not yet been received for evaluation. (B)(4).